Event description:
The MFR's rep reported that the device was explanted and replaced due to battery depletion after an implant duration of 84 months. No pt symptoms were reported. The device was included in a device recall. The pt outcome was reported to be "good".

Manufacturer narrative:
Final device analysis reveals cap lifted, but still attached/functional.